Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional, relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). A suture break can be caused by a number of factors including, but not limited to, too much tension applied or the suture was nicked. The return of the proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the white knot was tied and advanced as well as the green knot. On advancing the white knot to the vessel wall sufficient hemostasis was not achieved. The green knot was then advanced; however, before reaching the vessel wall the green suture "snapped" and had to be removed. A cut down procedure was performed and hemostasis was surgically achieved. There were no reported adverse patient sequelae. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following information was received: the prostar xl device was used via a pre-close technique.